Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error detected, low battery alert, was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side.

Event description:
Information received by medtronic indicated that insulin pump had cracked at back, top to bottom where the battery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.